Manufacturer narrative:
The device was returned for analysis and all measurements were found to be normal with no anomalies.

Event description:
It was reported that the patient requested to have the device electively removed due to the pacemaker causing significant pain in the left subclavian fossa. The device was explanted and replaced. The patient was in recovering condition.